Manufacturer narrative:
Additional information was added to: d10 the report of ¿dripping at the distal end of the set when disconnected from the patient" was replicated during the investigation. External and internal inspection of the pump module found the device to be in good working condition with no observations of an issue that could contribute to the reported event. During on-site rate accuracy testing, dripping from the distal end was observed after testing was completed and the device was paused. Visual observations of the filter noted the filter to be filling with air and acting as a vent as fluid drained out and dripped at the distal end. After approximately 2 minutes the filter filled with air and the fluid stopped dripping. No air was observed to be entering the tubing line. Analysis of the pcu log identified two separate infusions programmed on the date of the incident with the first infusion programmed and started at 6:10 am in the morning and the subsequent infusion programmed and started at 1:27 pm in the afternoon. Both infusions were programmed at 60 ml/hr with both delivering approximately 30 mls. The final infusion completed at 1:59 pm with the device being channeled of by the user. A review of the devices error logs found no errors or channel malfunctions occurred on the date of the reported event. Rate accuracy testing performed by the biomed team prior to the on-site visit resulted in all passing values. Timed rate accuracy testing at the incident rate of 60 ml/hr using the incident disposable and pump module found the system to be delivering fluids within the published specification. Tubing concentricity (ID/od wall thickness) testing of both the primary used event set model 10010454 (no lot provided), as well as an associate (new, unused in package) set, also model 10010454, lot 18126076 determined both sets to be within specification. The proximate cause of ¿dripping at the distal end when disconnected from patient¿ was determined to be the result of fluid partially draining from the filter. The root cause of the biomed team observing drips in the drip chamber with the device idle was not determined. This issue was not replicated during testing. The root cause of the triangular shaped tubing in the initial scan from the customer could not be determined; subsequent scans did not show this anomaly and concentricity testing on the pump segment revealed no discrepancies. .

Event description:
It was reported that phenytoin 125mg/20ml was programmed to infuse over 15 minutes. It is believed that the infusion was completed as intended. The medication was ordered to be infused every 8 hours. When the nurse disconnected the set from the patient, it was noticed that the fluid was still dripping / "free flowing" from the distal end of the set while the pump was on paused/off state. It was noted that the tubing was started to be in use on (B)(6). The event occurred in intensive care unit (ICU). There was no patient harm. It was also reported that a non-bd investigation was performed wherein the involved tubing was CT scanned twice, the first scan revealed that that tubing was "oddly shaped, like a triangle" while in the second scan indicated the tubing "looked fine".

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that phenytoin 125mg/20ml was programmed to infuse over 15 minutes. It is believed that the infusion was completed as intended. The medication was ordered to be infused every 8 hours. When the nurse disconnected the set from the patient, it was noticed that the fluid was still dripping / "free flowing" from the distal end of the set while the pump was on paused/off state. It was noted that the tubing was started to be in use on october 3rd. The event occurred in intensive care unit (ICU). There was no patient harm. It was also reported that a non-bd investigation was performed wherein the involved tubing was CT scanned twice, the first scan revealed that that tubing was "oddly shaped, like a triangle" while in the second scan showed tubing "looked fine".

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. It is the policy of the customer not to provide patient information.

Event description:
It was reported that phenytoin 125mg/20ml was programmed to infuse over 15 minutes. It is believed that the infusion was completed as intended. The medication was ordered to be infused every 8 hours. When the nurse disconnected the set from the patient, it was noticed that the fluid was still dripping / "free flowing" from the distal end of the set while the pump was on paused/off state. It was noted that the tubing was started to be in use on october 3rd. The event occurred in intensive care unit (ICU). There was no patient harm. It was also reported that a non-bd investigation was performed wherein the involved tubing was CT scanned twice, the first scan revealed that tubing was "oddly shaped, like a triangle" while in the second scan showed tubing "looked fine".